Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead exhibited low amplitudes and high thresholds. The patient was brought to the emergency room and a lead dislodgment was confirmed via x-ray. A surgical intervention was performed and the lead was repositioned. No additional adverse patient effects were reported.